Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was explanted due to physician wanted to extract both right ventricular (rv) lead and ra lead prior to reimplanting a new pacer system. There is no lead issues reported. A new lead was implanted. No additional adverse patient effects were reported.